Event description:
(B) (4) crm received information that this implantable right atrial (ra) lead had become dislodged. The dislodgement led to p-wave undersensing which did not impact critical therapy. To date, information suggests that this lead underwent revision and remains actively in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.